Event description:
It was reported that a pediatric ilet user experienced fluctuating blood glucose with prolonged hyperglycemia up to 331 mg/dl for about six hours, followed by hypoglycemia to 42 mg/dl after a site change and algorithm-driven correction; the low was treated with approximately 60 grams of oral carbohydrates over two hours, after which glucose rose again, and no back-up therapy. The pt's parent provided intervention. Symptoms included hypoglycemia, hyperglycemia, lack of appetite, dizziness, and nausea. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings, and available information was insufficient to identify a device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.